Event description:
Customer's spouse indicated their pt received an unspecified reading that was higher than pt felt. Customer lost consciousness and paramedics were contacted. The paramedics received an unspecified low reading with an unknown brand meter. Customer was transported to hospital and was kept in the ICU. Testing was conducted on the fingers.